Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305109 and batch#: 4107600. It was reported by customer that the needle to occasionally puncture cap and cause injury to person capping the needle. No adverse event reported.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the needle to occasionally punctures the shield when recapping the needle. To aid in the investigation, three samples in sealed packaging blisters from lot 3299481 were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. It could be possible the customer is not using the product as intended. The needle assemblies should not be recapped. A device history record review was completed for provided material number (B)(4), lot 4107600. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.